Event description:
During the atrial fibrillation procedure, st elevation occurred and self-resolved. Transient st elevation was noted when the sheath was advanced across the septum. The st elevation resolved within around a minute. All the lines were checked for air at time and no air was noted. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of st elevation could not be conclusively determined.